Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer had been hospitalized for diabetic ketoacidosis (dka) because the pdm had been giving them false readings. She stated that the pdm was giving low blood glucose readings even though the customer's blood glucose levels were actually rising. She also reported that the test strips she was using had expired in 08/2013. The customer was treated with an IV drip of insulin.